Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 6.1 and 6.2 unable to open and requires maintenance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the half height drawer 6 failed and no lights on interface board. A field service engineer (fse) replaced pyrix module board and drawer controller board issue resolved the system functioned as intended after the field service engine repaired the device.